Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta extend reverse shoulder: (B)(6), (B)(6) on (B)(6) 2018. Before use on patient: noticed x 2 of the x 4 flanges on the tip of the screwdriver were missing. Action taken to manage the problem: they were still usable. Could have happened during last use. No adverse effect to the patient

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.